Event description:
On (B)(6) 2010, the pt reported that there are black splotches and black lines on the display of his infusion device and he is unable to read the basal amount. He stated the infusion device was not dropped or exposed to moisture. The display is not cracked. He stated, he changed the battery prior to the report and he was unable to resolve the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.